Manufacturer narrative:
Concomitant medical products: product ID: 977a1, lot#: 0210061309, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a1, serial/lot #: (B)(4), ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced overstimulation in the neck due to the lead. Imaging was performed which discovered lead migration. Etiology was possibly related to the device or therapy, and not related to the implant procedure. The lead was repositioned, and the extension was explanted and not replaced on (B)(6) 2017. The outcome was resolved without sequelae.